Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2020-00338.

Event description:
This is 1 of 2 reports. It was reported that the a3101 mayfield composite series base unit, standard was difficult to adjust on (B)(6) 2020. There was no patient impact reported.

Manufacturer narrative:
UDI # (B)(4). The mayfield base unit was received for evaluation: DHR - no abnormalities related to the reported failure. The investigation of the unit confirmed the complaint. Further investigation showed that the nylon washers and the retaining rings of the unit are worn. The base handle and the left jaw cannot slide freely over the full length of the connecting rod and the locking mechanism of moveable jaw has to be revised. The likely cause of the complaint is improper handling / misuse and wear and tear. The definite root cause cannot be reliably determined.

Event description:
N/a.